Event description:
It was reported that pump malfunction occurred with malfunction message displayed, and no notable events were reported before the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction happened again, which customer acknowledged and understood.